Event description:
The customer contact reported spark. The device was returned to the biomedical department with a report of, "because of incorrect voltage in power socket (230v) the pump gave a spark and stopped working". No specific details were provided. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt or staff events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device power supply printed circuit board had evidence of electrical sparking. The cause was misuse in the customer environment. The customer contract reported the device had been plugged into incorrect ac voltage. This report represents all the information known by the reporter upon query by hospira personnel.